Event description:
Patient had a routine radiological examination that showed a portion of the implanted port catheter was either dislodged or broken off of the port which had been placed 14 months previously. The piece of catheter was lodged in the pumonary artery. It was retrieved under radiological observation. The port itself will be explanted at a date in the near future.